Event description:
It was reported that during routine follow-up, noise was observed on the right ventricular lead. The patient did not experience any symptoms as a result and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.